Event description:
The patient reported complications post implant. There as a hematoma with pocket bleeding and then a blood clot developed in the arm. The patient was hospitalized and treated with blood thinners and antibiotics. The patient further reported device interference when driving a classic car, the heart races and then stops when the patient stops driving. The patient also complained of ¿diaphragm thumping¿. Follow up with the patient¿s clinic was unsuccessful. The device and leads remain in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: product ID: 6935m-55 lead implanted: (B)(6) 2014; product ID: dtbb1d4 ICD implanted: (B)(6) 2014. (B)(4).